Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by a patient that he had a wrist fusion about a year ago and the plate broke into two parts after 5 weeks. A revision surgery has been done and the plate has been replaced.